Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p3f0411) sigpshell, sig power sigpshell control shell, (lot #unknown) sigphandle, sig power sigphandle handle, (sn: unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p3f0411) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic colectomy (intestinal obstruction), when setting up, the jaw of the stapler cannot be completely closed. Since the suture was done outside the body, the first shot was made by pressing the tip with finger and firing it tightly closed, and there were no problems. As the same event occurred in the second shot, the device usage was discontinued and other product was used just in case. The second shot was not fired. There was no patient injury.